Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). Caller reports patient is having issue connecting his device into MRI mode. Caller reports when patient has his stimulation off/on he feels sensation from his stimulation. Caller reports patient is a spanish speaker, no english. Troubleshooting performed. Caller reports patient is seeing some problem with device, could not provide the screen number to the controller, data has been lost, device not found message and controller needs to be charged, caller reports he charged his controller two days ago. Reviewed the controller can only do 1 function at a time. Caller reports patient is now charging the controller.